Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer's insulin pump alarmed motor error. The customer's blood glucose was unknown. The customer confirmed the issue did not result in a serious injury or hospitalization. The caller was advised that the customer call back for a replacement insulin pump. The caller could not perform troubleshooting at the time of the call because the insulin pump was not present. The customer did not return the product for analysis.